Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this left ventricular lead was unable to be successfully implanted due to exhibited high out of range pace impedance measurements when testing in bipolar. The cause of the measurements were attributed to a lead to header connection. This lead was successfully replaced prior to pocket closure. No adverse patient effects were reported.